Manufacturer narrative:
The device was evaluated, and the reported issue of the error code e315 (non-compatible endoscope) was a sporadic failure. The failure could not be confirmed, but the occurrence was likely. Additional findings are as follows: the channel tube was leaking, the scope connector had liquid intrusion, and the image was noisy due to corrosion of the plug unit. The device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified; however, the water-invading scope connector during user handling may have caused abnormalities in electronic components, resulting in the suggested event temporarily at the user facility. The instructions for use (IFU) states the following guidelines: "important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination.3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal.5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image, and the broncho-videoscope displayed an error code e315 (non-compatible endoscope) message. The issue occurred during preparation for a diagnostic bronchoscopy procedure. The procedure was completed with a similar device. There was no procedural delay, and the patient was not under sedation. There was no patient harm associated with the event.